Manufacturer narrative:
H10:this reported event and subsequent repairs were investigated through the service repair process. A review of the device service history record was performed, and indicated that this device has been previously returned for service. The proximate cause of the split nut issue was determined by service to be due to misadjusted split nuts. Calibration was performed with passing results. The proximate cause the syringe watchdog issue was due to a software issue and was corrected by a software update the proximate cause of the knob actuator, barrel clamp assembly, front case, and rear case component damage was reported by service to be due to wear. The customer stated that there was no patient involvement. The device is used for therapuetic purposes. H11:g4.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. The proximate cause the split nut issue was determined by service to be due to misadjusted split nuts. Calibration was performed with passing results. The proximate cause the syringe watchdog issue was due to a software issue and was corrected by a software update. The proximate cause of the knob actuator, barrel clamp assembly, front case, and rear case component damage was reported by service to be due to wear.

Event description:
The device was found to have damaged components.